Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 244 mg/dl. The customer stated that when she rewound the pump and put in a new reservoir, a compromised force sensor system alarm occurred. The customer stated that insulin was squirting out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on force sensor. The insulin pump was unable to test for prime alarm due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.